Event description:
Philips proactive monitoring system showed that on a brillance big bore system at indian river medical center, 3 buttons on the left side of the gantry control panel were stuck engaged. The philips field service engineer (fse) confirmed there was no report of harm to a patient, bystander or operator. The fse reported that there was no occurrence of uncommanded motion; according to the customer the system was working normal.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).